Event description:
Customer called saying the meter is giving low when running a blood test. Verified the strips are within the expiration date.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. The most likely underlying root cause: poor storage of user's test strips, user had an inaccurate reference.